Event description:
It was reported that the patient passed away. The patient was in the emergency room (ER) for a nosebleed. While in the ER, the patient lost consciousness and was coded. It was unknown if the device had any part in the patient¿s death. It was reported that there were no known/noted device issues or malfunctions and the device operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists bleeding and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.